Manufacturer narrative:
Concomitant medical product: evolutpro-29-us valve, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced asystole. Micro-dislodgement of the right ventricular (rv) lead was observed. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.